Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unkown bkp procedure. While inflating the balloon, it "ruptured inside the vertebral body when the syringe indicated 240psi and 2cc". While inflating the balloon on the left side, "the balloon ruptured inside the vertebral body when the syringe indicated 310psi and 3cc". New product was used to complete the procedure. No patient complications were reported. "The contrast in the vb were cleaned by surgical serum and patient condition after surgery and today is good".